Event description:
A complaint was received from the spouse of a blucometer elite xl user. They state that the system is reading much lower when compared to the pt's physician's meter. A recent event was the elite system reading "lo" (blood glucose less than 20mg/dl). Based on this result pt went to the hospital. At the hospital their blood sugar was over 400 mg/dl. The time difference between readings was not specified nor was there any report of ingestion of food. While on the phone a review of the system was attempted. The spouse did not have any of the supplies to complete the evaluation. These were provided and the spouse was re-contacted. The spouse declined to continue the evaluation and stated that they have not had any problems with the system and would call back if they need any additional help. The complaint is considered closed for purposes of MDR.